Manufacturer narrative:
D10: 03-cnb-cd-0001 - v3d corner drill - zh. 351-10-34 - tibial bone removal scrw. 351-91-04 - saw-10x75x1.19-stryker (B)(6). 351-91-03 - recip sawblade 8x50x1mm (B)(6). 351-50-21 - psi 3d plus tibia (B)(6). 350-01-03 - talar implant sz 3 lt (B)(6). 350-23-43 - vit e liner-l-sz 3-10mm (B)(6). 03-cmb-lc-0004 - p/p+ locking clip - sz4 (B)(6). 351-90-21 - 3.5" pin pouch (B)(6). 351-90-21 - 3.5" pin pouch (B)(6). 351-90-22 - 2.5" pin pouch (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total ankle arthroplasty. Subsequently, it was reported that the patient is experiencing liftoff of the tibial plate. Upon a follow-up appointment with the patient the surgeon reported "tibial implant is almost completed seated now. Great rom". No medical or surgical intervention was reported as a result of this event. No further information available.